Event description:
The customer reported that the cine function was not working, resulting in a loss of subtraction, road-mapping, or the critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge, cine drive and related cables were replaced, and the cine drive was reformatted. The system was then found to be operating as intended.